Event description:
It was reported by resmed (B)(4) that during incoming inspection, a system fault occurred. The device was not in use when the fault occurred, therefore, there was no patient involvement. Ref MFR 3004604967-2014-00029.